Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen would not work and would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen did not respond when the keys were pressed. This was due to contamination found on the bottom of the touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.